Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01988. Medical product: cruciate retaining cr-flex (gsf) femoral component porous item# 00575201506 lot# 62626650. Tibial tray fixed bearing size 4 item# 00595403702 lot# 64118046. Unknown 32mm patella item# unknown lot# unknown. Report source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three years and two and a half months post implantation due to instability and ligament laxity. The initial tibia, femur, and articular surface were replaced with a rotating hinge knee due to compromised collateral ligaments. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Medical product all poly petella standard cemented size 32 mm diameter 8.5 mm thickness item# 00597206532 . Lot# 64087402.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: surgery notes: revision knee for instability. Surgeon stated knee has progressively become unstable due to an increase in patient¿s ligament laxity. Removed femur, poly, and tibia and revised to rhk due to compromised collateral ligaments. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.